Event description:
Discordant pt results were obtained when testing a specimen using analyzer. Discordant prothrombin time (pt=134 sec) result with a good curve was obtained on the initial specimen. This specimen tested against a reference method yielded a pt result of 42 seconds. Subsequent specimen tested on the device yielded a pt result of 32.1 seconds. Controls were within range. Results on the device analyzer were not reported.